Manufacturer narrative:
The investigation determined that higher than expected, non-reproducible vitros na+ results were obtained from two different patient samples using vitros na+ slide lot 4212-0975-4506 on a vitros 5600 integrated system. The assignable cause of the event is unknown, however, user error due to improper pre-analytical sample processing (centrifugation) cannot be ruled out as contributing to the event as the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. In addition, vitros na+ within-run precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Finally, historical vitros na+ quality control results obtained from vitros na+ slide lot 4212-0975-4506 were acceptable, indicating the slide lot was performing as intended. However, there are insufficient data points to fully assess the performance of vitros na+ slide lot 4212-0975-4506 and therefore a slide related issue cannot be completely ruled out.

Event description:
Customer obtained higher than expected, non-reproducible vitros sodium (na+) results from two different patient samples when tested on vitros 5600 integrated system. Patient 1 sample result of >250 mmol/l vs. The expected result of 125.3 mmol/l. Patient 2 sample result of >250 mmol/l vs. The expected result of 128.2 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The higher than expected, non-reproducible na+ results were not reported outside the laboratory and there were no reported allegations of actual patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).